Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported two false negative results for two individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result for individual 2. See case-(B)(4) for false negative result for individual 1. Individual 2 received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). On (B)(6) 2022, individual tested positive with an unspecified antigen test and continued to test positive on unspecified rapid tests for several days (exact dates and frequency of rapid tests not provided). Individual was symptomatic.